Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was seen by the pain physician due to inadequate pain coverage which revealed multiple disconnected electrodes and shorts. Reprogramming was able to recover pain coverage. The patient underwent a lead revision procedure to resolve the disconnected electrodes.

Manufacturer narrative:
The replaced lead and active anchor were returned to saluda for analysis. The lead failed functional testing due to 4 disconnected electrodes. Capacitance testing was performed which confirmed intermittent disconnections on two wires. Inspection of the lead under magnification confirmed two broken conductor wires and kinking at the proximal end of the lead, indicating that the lead had been closely routed to the edge of the closed loop stimulator (cls). A fluoroscopy image was viewed which confirmed the lead was routed closely to the cls and not given enough strain relief to prevent lead damage. The manufacturer's instructions for use (IFU) cautions that the lead should not be bent at the port entry of the cls header. The impedance logs collected at each visit were reviewed and confirmed that the disconnections appeared progressively over several months. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.